Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a malfunction. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem, date of event b3, implant date d6a, explant date d6b, concomitant product/therapy c2/d10 and device codes h6.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues due to fluid loss. The ipp was explanted and replaced. There were no patient complications reported.